Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that the two-inch paper tape is itchy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).